Event description:
Cordis with large distal lumen refluxing. Blue sponge in one way valve defective. When swan ganz removed, blue sponge in distal lumen no longer self seals. Pressure cap applied. Cts md notified. Peripheral access obtained. Right ij cordis removed per policy. Will submit medwatch and retain catheter for manufacturer. No harm to patient.